Event description:
It was reported that water temperature and chiller temperature (t4) temperature did not decrease during inspection in an arctic sun device. Per review of wo on 26jun2025, there was no patient involvement. Per sample evaluation results received via task on 15oct2025, it was reported that the sticking flowmeter impeller discovered during servicing of the pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The device was evaluated upon receipt. It was confirmed that the sticking flowmeter impeller discovered during servicing of the pump. Replaced flowmeter. As part of the pm, serviced the circulation and mixing pumps, replaced heater, manifold o-rings, drain valves, and double bend tube. The control panel coin cell was replaced due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water temperature and chiller temperature (t4) temperature did not decrease during inspection in an arctic sun device. Per review of wo on 26jun2025, there was no patient involvement. Per sample evaluation results received via task on 15oct2025, it was reported that the sticking flowmeter impeller discovered during servicing of the pump.